Manufacturer narrative:
Unit failed battery test due to faulty battery tube. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 327 mg/dl, which was treated with the insulin pump. During troubleshooting, the customer stated that the battery compartment was corroded. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.